Event description:
It is reported that all devices were removed due to a loose stem and impingement of bipolar on neck of stem. In surgery, it was found that the bipolar shell was digging out the neck of the stem creating mass metal and poly debris.

Manufacturer narrative:
Evaluation summary: it is likely that the impingement of the stem neck on the bipolar liner and shell contributed to the stem loosening. One or a combination of the following mechanisms may have contributed to the impingement: unsatisfactory placement of the component parts. Extent of component stability. If components that were not matched for the patient requirements were used, this may have contributed to a range of motion of the joint, which led to impingement. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may have contributed to a range of motion of the joint, which led to impingement. Patient's behavior. Given the information provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. Review of the device history records was not possible for the liner and shell as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received,the complaint will be reopened. Zimmer, inc. Considers the investigation closed.